Event description:
A customer reported issues with a pump that was not compatible with their continuous glucose monitor (cgm), resulting in the patient being out of closed loop functionality and experiencing battery life concerns. There was no adverse impact to the customer's blood glucose level. The patient reported these issues to their territory manager and declined a call from customer technical support.